Manufacturer narrative:
A1: patient identifier: not available due to patient confidentially. A2: age & date of birth: not available due to patient confidentially . A3: patient sex: not available due to patient confidentially . A4: weight: not available due to patient confidentially . A5: ethnicity: not available due to patient confidentially . A6: race: not available due to patient confidentially . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: requested, unknown . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a click was audible as the user inserted both devices into the artery and the dilator slipped out of the sheath. The dilator could easily be inserted into the sheath. The patient has been treated as intended with manual pressure. There was no significant delay in the procedure. The patient was not injured during the event, medical intervention was required. The event occurred intra-operative. Additional information was received on 26june2023: the procedure performed on the patient was a kissing stent technique in the pelvis. The procedure sheath size used was a 6fr sheath. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. The dilator and sheath were introduced into artery but during this the dilator slipped out of the sheath. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. Patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section , to update section , and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, guidewire, carrier tube, and packaging. The unused device was opened, and all components were visually inspected. No issue was identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Non-conformances was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 05 oct 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.